Event description:
It was reported while using unspecified bd pen needle the product was difficult to operate. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: I am having some problems with the above needles, two this week. They just don't work no flow out when initial check. I have been out with only one needle and to wait until I got home.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pen needle the product was difficult to operate. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: I am having some problems with the above needles, two this week. They just don't work no flow out when initial check. I have been out with only one needle and to wait until I got home.